Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 80995 with the incident lot was observed, but no issues were identified.

Event description:
It was reported that there was foreign matter embedded in the bd vacutainer® k3e 5.4mg plus blood collection tubes.